Manufacturer narrative:
Product event summary: the 12fcc13 sheath with an unknown lot number was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The performance test with the sentinel blackbelt leak tester was performed. The pressure test showed the pressure decay in the device was in an acceptable range. The vacuum test with a negative pressure showed the pressure decay in the device was in an acceptable range. In conclusion, the sheath failed the returned product inspection due to the kinked side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure using the pulse field ablation system, there was an alleged product issue involving the sheath. The sidearm for the sheath was significantly kinked, and during aspiration, air was observed in the syringe as well as an air bubble in the sidearm tubing. The case was completed. No patient complications have been reported as a result of this event.